Event description:
Blood loss exceeding one liter or the need for a transfusion occurred during this procedure. There was no allegation of product deficiency; therefore, no investigation is necessary.